Event description:
It was reported that the handpiece continued to run on its own during a surgical procedure. There has been no reported patient or user injury, and the case was successfully completed as planned with another device.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device running on its own was confirmed. Based on the investigation details, the likely cause was problems with debris in the bearings, which were each replaced along with the motor assembly. The item was repaired and returned to the customer.